Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. This case, with patient identifier (B)(4) (aviva system 1)( serial number (B)(4) ), is related to case with patient identifier (B)(4) (aviva system 2)(unknown).

Event description:
Customer reportedly received the following results, with two different meters, within 10 minutes: 199 mg/dl (aviva system 1) and 101 mg/dl (aviva system 2). No adverse event reported. Return of the suspect device was requested for evaluation and replacement was sent.